Event description:
It was reported that a customer called complaining that her daughter's insulin pump needs to be replaced. The patient's blood glucose was at 135 mg/dl. It is unknown why the insulin pump needs to be replaced but was shipped to the customer regardless. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with a cracked case at display window corner and minor scratched display window.